Event description:
Smith & nephew originally received the complaint on august 7, 1997 from complainant's attorney. At that time, repeated attempts were made to gain information for determining if the event was reportable. There was no indication that a serious injury occurred or medical intervention was initiated to prevent a serious injury. The information avaliable indicated that the complainant incurred an eye injury with no known outcome. There were no other medical details avaliable and the cause of the incident was also unknown. The return sample and lot number or batch number was not avaliable to smith & nephew. The product lable indicates to avoid contact with eyes and in case of contact with eyes, flush with water.on march 3, 1999, an additional letter was received from the complainant's attorney indicating the complainant received permanent injury to his left eye. The letter stated that the complainant was using the product when for some reason the bottle became clogged and no solution was dispensing. The complainant attempted to unblock the container by squeezing the bottle. The bottle became unblocked causing the solution to get into the left eye. There are no other medical details avaliable at this time. On the basis of the information on march 3, smith & nephew is submitting this medical device report.